Manufacturer narrative:
The trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A user facility in saudi arabia reported that during eye surgery the cutter was not cutting the patient's capsule well, however it cut the vitreous efficiently. The aspiration continued. There was no reported patient impact.

Manufacturer narrative:
The device was returned and evaluated. Evaluation revealed the needle was not bent, the back cap was not separated and it was aligned correctly with the vent hole. The connectors were inspected and no damage was found. A functional test was performed and the cutter had good clean cuts and aspirated as intended. A simulated surgery using the returned product was performed using a porcine eye. The device cut and aspirated as intended, no device problem was found. The device history was reviewed and found to meet manufacturing specification. The investigation is ongoing.